Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, infection, urinary incontinence, difficulty with sex, and vaginal pain. No further information has been provided.